Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after connecting the right ventricular (rv) lead to the implantable cardioverter defibrillator (ICD) and closing the incision site, a final check was performed, and it was noted that the r-wave amplitude had decreased. Thus, a rv lead revision was necessary. Upon attempts to disconnect the rv lead from the device, the wrench tool became stuck in the setscrew and could not be disconnected. After further attempts to remove the wrench, the setscrew came out of the device, still attached to the wrench. An attempt was made to return the setscrew to the device, rotating it in a clockwise direction. Yet again, the wrench could not be disconnected from the setscrew. Finally, forceps were used to remove the wrench. The physician chose to implant a new ICD, and connect it to the repositioned rv lead. No patient complications have been reported as a result of this event.